Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and confirmed the speaker was completely out of sound when the unit was turned on. There was no presence of a speaker inoperative message present. The cause of the reported problem was confirmed to be the speaker assembly. The speaker was replaced and device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
It was reported that the intellivue multi measurement server x2 had a faulty speaker. A loudspeaker failure was displayed. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.